Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. During investigation, the battery compartment was found to be cracked along the side of the pump. The cartridge compartment was found to be cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and cartridge compartment. This report is made based on results of investigation completed on (B)(6) 2018.